Event description:
There is no indication of any failure of the device. In addition, there is no indication of any misuse of the device. Event: asystole 59-year-old male enrolled in radiance duo on (B)(6) 2024. Past medical history was significant for dyslipidemia, covid-19, hyperuricaemia, late effect of fracture of knee, asthma in childhood and insomnia. Subject was on two antihypertensive medications at the time of consent. Subject was randomized on (B)(6) 2024, and cross over procedure was performed on (B)(6) 2024. During the procedure, clinically non-significant bradycardia was noted after starting dextomethomidine at a flow rate of 10 ml/h. As the subject was not sufficiently sedated, 3 ml of dextomethomidine was administered intravenously. While delivering the second sonication in the left renal artery, asystole (cardiac arrest) was noted for 12 seconds and CPR was performed successfully with resumption of heartbeat. Atropine sulfate was administered twice and the treatment for left renal artery was discontinued. After the heart beat resumed, the dextomethomidine flow rate was reduced to 5 ml/h, but was then discontinued. After subject's vitals stabilized, treatment of right renal artery was initiated and the procedure was completed successfully. Note: as per physician, the subject had no history of relevant cardiac disease and the cause of this event is believed to be bradycardia caused by the interactions of the ablation and sedative, which then led to cardiac arrest (asystole).

Manufacturer narrative:
The devices used in this procedure were not returned to recor for evaluation. The exact cause of the reported complaint could not be conclusively determined. Additional information on devices used: model: prds-067-02 lot: m4180, serial number: (B)(6). Model: prds-CT-02 lot: 026736. Model: prds-usg-2x serial number: (B)(6).